Event description:
It was reported that during surgery, the blade broke. No medical intervention were reported. No further information was provided at this time.

Manufacturer narrative:
D4: UDI is unknown as the part/lot number was not reported.

Manufacturer narrative:
Additional information b5: patient impact. G4, d4: updated based on catalog number. H6: the quality investigation is complete.

Event description:
The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.